Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
The pod was received with the needle cap attached and the slide insert not visible in the viewing window, however, the linkage assembly was observed to be extended and the formed needle was observed to be extended into the needle cap, indicating that the needle mechanism did fire while the needle cap was on. Removal of the needle cap allowed the soft cannula to deploy and the formed needle to retract. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early, however, it could not be determined when the needle mechanism fired. The cause of the reported event could not be determined.